Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm maryland bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and was found to have charring and localized melting at the grip base between the grips the instrument passed the electrical continuity test. The instrument does not show damage to the conductor wire.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the 8mm maryland bipolar forceps instrument had intraoperative sparking. Therefore, a backup instrument of same kind was used. The procedure was completing as planned with no reported injury. Intuitive surgical, (isi) obtained the following additional information was obtained from clinical sales representative (csr): the maryland bipolar forceps instrument had a damage after the arcing event. The arcing was observed at tip of instrument. The arc grounded between the jaws on instrument. Surgeon was cauterizing when arcing event occurred. Customer was activating bipolar energy when arcing event occurred. The instrument was connected properly. Customer was using covidien triad generator with bipolar macro cut 60w setting. The instrument was activated for 3-5 seconds prior to the arcing event. Customer was using other - cadiere forceps and fenestrated bipolar forceps instruments when arcing occurred. The reported instrument's tip did not collide with other instrument or tool. The instrument tip was in contact with tissue when arcing event occurred. Instrument tips did not touch any staples, clips or sutures while energized. The jaws were contaminated by carbonized tissue (tissue was stuck). There was no injury to the patient. The patient did not return to hospital due to experiencing any post-surgical complication as a result of arcing event. The instrument was available for return. There were no photographic images(s) or video recording available for isi review.